Manufacturer narrative:
The key market stated that the customer was no longer considering the quote provide by the official service partner in the region. The key market requested that this investigation be closed. As no further information was received from the customer regarding the resolution of the issue and they did not accept the provided quote, philips is unable to confirm the final disposition of the device. No further work was performed by philips to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent: 24 v supply failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the 24-volt issue and stated that the 24v supply measured 0/.25v in the pneumatic screen. The rse provided the customer with the part information for the v60 power supply to order a replacement. In a good faith effort (gfe) response from the rse received, it was confirmed that the delivery of the replacement part is pending acceptance of a quote by the customer. This investigation is ongoing.